Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/1.0/117 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged with a same model but shorter length lens on (B)(6) 2024 due to excessive vault. This resolved the problem. Cause of the event is unknown.